Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date, diagnosis and name of initial surgical procedure when the mesh was implanted? Other relevant patient comorbidities/concomitant medications? Product code and lot number? Were any concomitant procedures performed? Onset date/time of the pelvic pain from surgery? What medical intervention was given for the pain management? Results? Date - time of onset of recurrent urinary tract infection from the surgical procedure? Were cultures performed? Results? What medical intervention was performed for uti? Results? What was a reason/indication for mesh removal? Date and surgical findings of mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event (pain, recurrent uti and dyspareunia) what is the patient's current status? Were pain and uti resolved after removal?

Event description:
It was reported that the patient underwent a sling surgery on unknown date and the mesh was implanted. The patient experienced a pelvic pain, recurrent urinary tract infection and dyspareunia, and underwent a removal of mesh. Additional information has been requested.